Manufacturer narrative:
If additional information is received that changes the outcome of the investigation, a follow-up report will be filed.

Event description:
The drill bit cold welded into the drill guide, it did not pass through and make a hole. The correct technique was used, spinning the bit on power before inserting into the drill guide. Surgery was delayed 10 minutes, and completed using a different device. No harm or injury to the patient